Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported an intraocular pressure of 4-5mmhg following a micro-stent implant procedure. The surgeon is calling this a hypotony , although at this stage it may just be numerical hypotony rather than clinical in his opinion. The stent remains implanted. Additional information was received that the anterior camber (ac) is well formed and there are no choroidal detachments. The patient's vision is quite good but she does have some corneal opacities and macular degenerative changes.